Event description:
The home patinet stated that on two different occasions the home choice (hc) had the therapy go to the factory default settings. The technical service respresentative (tsr) would swap the hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The customer reported that the device had reverted to the factory default program settings on 2 occasions. The reported difficulty of the device reverting to the factory default program settings was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The assignable cause of the device reverting to the factory default program settings was undetermined. The previous return of the device was not for any issues related to program changed by device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up emdr.